Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager.

Event description:
Terumo medical corporation received the following information: it was reported that when inserting the syringe into the side port of the tr band all the air was released from the tr band. The patient was stable. There was no blood loss. The procedure performed prior to the use of the tr band was a catheterization.